Manufacturer narrative:
E1: (B)(6). One device was returned for analysis of complaint that pump was not recognizing cassette. The device was received in good condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the complaint was duplicated. The probable cause of complaint was a faulty downstream occlusion (dso) sensor. The dso was replaced.

Event description:
It was reported that the cassette not attached properly message comes up even when the cassette is attached. The event occurred during pretest and there was no patient involvement.